Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The reporter noted that the patient wanted to have his device tuned up. It was noted that the device was ¿not working properly.¿ the reporter stated that the patient had lost a lot of weight and his body had changed causing the device to shock him too much. It was noted that the patient¿s device issues had been happening for a while. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.